Event description:
On (B)(6) 2019 the pt complained the glatiramer syringe shape doesn't have an area to rest her arthritic fingers to help her hold the syringe properly. When on copaxone, she provided a holder that slide over the syringe to help. The whisperject is painful to her.